Event description:
Medtronic received information that after an unknown duration post implant of this aortic bioprosthetic valve, it was explanted and replaced with a unknown device. The reason for the replacement was unspecified dysfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the structural valve dysfunction was likely a result of commissure dehiscence which led to prolapse of the leaflet. Calcification likely contributed to the cuspal tear and commissure dehiscence. Since the valve was implanted for 12 years, and the sutures holding the aortic wall to the stent post at the site of the commissure dehiscence were intact, it is unlikely that the event was due to workmanship during the manufacturing process. Commissure dehiscence, calcification and valve prolapse are known failure modes. H6: updated coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that 12 years post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic valve. It was reported that there was a tear of the leaflet at the site of the commissure. It was confirmed that no mitral stenosis was present. No additional adverse patient effects were reported. Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were stiff yet flexible except where calcification was present. Multiple intracuspal hematomas noted on the inflow margin of attachments and inferior coaptive areas of all leaflets. All leaflets appeared to be in a closed position. Due to the dehisced left non-coronary commissure, the left and non-coronary cusps appeared prolapse. The left non-coronary commissure was completely dehisced, possibly due to separation of layers of the aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The start of a dehiscence can be noted on the superior coaptive junction of the right non-coronary commissure. The left right commissure appeared partially dehisced. The aortic wall was not exposed; therefore, manufacturing sutures cannot be assessed. Extrinsic calcification was noted on the left right commissure. Radiography revealed calcification on the left right and right non-coronary commissures. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information which stated that the reason for replacement was severe mitral regurgitation. It was also indicated that mitral stenosis was present. It was stated that the commissure of the stent post was peeled off, depressed, deviated and torn. It was reported that the valve was replaced with a non-medtronic valve. No additional adverse patient effects were reported. D4: model number, serial number and unique identifier, updated d9: updated h6: codes updated conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.